Event description:
End user alleges the joystick is not working properly. He will call back when serial number is located. Chair is second hand from a friend that received it from the (B)(6), possibly a 2009.